Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset and guided the caller through the process. After the pump reset, the cgm error code did not reappear, and the caller successfully started their sensor session.